Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. A review of device data indicated that the patient had a right ventricular automatic threshold test (rvat) and a right atrial threshold test (raat) that indicated appropriate capture thresholds on the day of the syncopal episode. However, it was reported that the syncope was near the time of the rvat test. All lead measurements were stable and within normal limits. No additional adverse patient effects were reported.